Event description:
Nurse was attempting IV access with a 226 catheter. When nurse withdrew the needle, a piece of plastic catheter came with the needle. The nurse withdrew the catheter and found it to be intact. The "extra" catheter was kinked in several places.